Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse event of death. The definitive cause of the patient¿s expiration is unknown; therefore, causality cannot firmly be established. However, during follow-up the patient¿s point of care (poc) reported the patient was found in the restroom and expired due to kidney failure. Given the limited follow-up information, a more comprehensive investigation could not be performed. Nevertheless, the end stage renal dialysis (esrd) population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there is no indication the patient was actively undergoing ccpd therapy when they expired.

Event description:
On 5/apr/2022, fresenius became aware this patient with peritoneal dialysis on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2022, reportedly due to kidney failure. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on (B)(6) 2022, however the cause of death was unknown during follow-up. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, patient demographics] have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 5/apr/2022, fresenius became aware this patient with peritoneal dialysis on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2022, reportedly due to kidney failure. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on (B)(6) 2022, however the cause of death was unknown during follow-up. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, patient demographics] have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration checks, catch-post hipot test, patient hipot test, current leakage test, and patient sensor calibration check. An as-received 10000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, on the baseplate, and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6)2022, fresenius became aware this patient with peritoneal dialysis on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2022, reportedly due to kidney failure. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on (B)(6) 2022, however the cause of death was unknown during follow-up. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, patient demographics] have thus far proven unsuccessful.

Manufacturer narrative:
Correction: b1, b2.

Event description:
On 5/apr/2022, fresenius became aware this patient with peritoneal dialysis on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2022, reportedly due to kidney failure. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on (B)(6) 2022, however the cause of death was unknown during follow-up. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, patient demographics] have thus far proven unsuccessful.